Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Doctor reports patient, a status post right total hip done years ago has fallen and has a loose cup due to an acetabular fracture. The surgeon decided to revise to a tritanium revision cup with screws. Surgery was performed without incident. Update 10/september/2020 wg: spoke to rep. A 50mm shell and ceramic liner were revised. Rep confirmed there were no allegations against the revised liner (saying it looked pristine).